Event description:
It was reported that the driver tip broke-off while inserting the central screw of the base plate. The broken piece got stuck in the screw and was left in the patient. It did not affect the morse taper. Follow-up investigation: procedure was a reverse total shoulder. The driver tip was malleted-in to secure it.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. It was mentioned in a follow-up that the driver tip was malleted-in to secure it and may have been a contributing factor to the breakage. Other most likely cause(s) of this type of event would also include continually applying torque after the screw is fully seated, torquing when the implant is not properly aligned, leveraging, torquing while leveraging the device, and/or not fully seating the driver into the screw during tightening. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.